Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a low anterior resection, the handle and the anvil could not be connected. The surgical time was extended by less than 30 min. The procedure was completed with another device. There was no patient harm.